Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in loading a new cartridge properly, allowing the customer to resume insulin therapy successfully, and the issue was resolved.